Event description:
A caller reported a malfunction on the pump, specifically stating malfunction 6, with a fault ID of 6-0x20bc. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support did not replace the pump because it was out of warranty, and the customer already had a new tslim x2 pump that was still covered under warranty.